Event description:
Removal of "150 cubic centimeters from the large-base implant. A second implant on to this and placed 150 cubic centimeters in it" (valve access/drainage of implant is not possible without removal of implant; second prosthesis inserted in a superior stocked position in left breast; compression capsulotomy of right breast performed concurrently (supplemental stacked implant is mcghan/inamed style 168 biocell textured saline inflatable, anterior diaphragm valve, 150 cc, cat no 27-168151.